Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device deployed scissored clips. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis found that the device was received with the shaft broken at the distal end and with the tissue stop missing, impeding the ability for the device to function properly. It was cycled and fed and formed one pear shaped clip and seven clips with a gap. However, it could not be determined what may have caused the damage found. No scissoring clips were noted during evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Damaged shaft, indicator wheel failure.